Manufacturer narrative:
(B)(4). It is unknown if the device sample is available for evaluation. Per the DHR, the unit did not present any problem or malfunction during the production process. The heater was tested according to specifications. The estimated age of the heater is approximately 998 days.

Event description:
The customer alleges that the heater is not consistently heating when in use. The unit is not heating as well as it did when new. No patient injury/harm reported.